Manufacturer narrative:
Investigation is still ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06022.

Event description:
As reported by an edwards sweden affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, strong resistance was felt during insertion of the delivery system and valve into the esheath. When the delivery system exited the distal part of the esheath, a small sound could be heard and felt in the delivery system handle as it 'snapped' in the valve. Soon after the valve was inserted, the patient went into cardiac arrest. However, per report, the cardiac arrest was not associated with the valve insertion, but aortic insufficiency induced by the bav device. Prior to valve alignment, the balloon was noted to have an abnormal 'spiral' below the balloon, which was observed on cine images. The delivery system and valve was then withdrawn. After the valve was removed, CPR was initiated and continued until a new valve was prepared, inserted, and deployed. The patient was not able to be resuscitated after the valve was deployed, and passed away. Per engineering evaluation, the esheath distal tip was found torn.

Manufacturer narrative:
Correction to h6 and h10 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed, and revealed one complaint relating to resistance between system components. The reported event was unable to be confirmed. There were no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (tortuosity, undersized vessel) may have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The device was returned and visually inspected, and the following was observed: the liner was fully expanded as designed, the shaft had some curvature, and the distal tip was opened along the axial score line but was torn along distal edge of liner. All score lines were present at the tip. Due to the condition of the returned device (distal tip torn), no applicable functional testing or dimensional testing was able to be performed. The following observations were made based on imagery provided by the site: the access vessel diameter was undersized, calcification was present, tortuosity, and stenosis were observed within patient anatomy. The following instructions were reviewed: IFU for esheath introducer set, IFU for commander delivery system, device preparation training manual, and procedural training manual. Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device. Per the complaint description, 'when passing through the esheath with the valve and ds, it was somewhat hard with some resistance. At the end, when exiting the distal part of the esheath, it snapped in the valve, there was a small sound and it could be felt it in the handle of the ds'. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is a characteristic of esheath tip tear events as described in previously initiated product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity, calcification, undersized vessels and stenosis near the aortic bifurcation. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification, undersized vessels and stenosis can also reduce the working diameter of the sheath leading to additional resistance as the delivery system is passed through the sheath. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification, undersized vessels, stenosis) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.